Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10 h10: the device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. The upstream thermistor temperature was lower than the downstream thermistor temperature, indicating that the upstream thermistor is out of specification. A review of the event history log revealed a ¿system error 345¿. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification thermistor calibration. The thermistors will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.